Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug (aske d, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that the patient in for refill on (B)(6) 2024 and they were able to successfully aspirate at the catheter access port (cap) but when putting new drug back in reservoir, experienced a lot of pressure and was only able to put in 25 mls. The technical services (tss) discussed negative pressure and asked if they tried to aspirate the 25 mls out and any air in the pump but the rep said they just sent the patient home. There was no troubleshooting was done. Caller stated he was going to go to the next refill appointment and assist with troubleshooting. Additional information receivedfrom a company representative (rep) stated that they experienced a lot of pressure when the healthcare provider (hcp) tried to refill the pump. He had to push on the plunger of the medicine syringe much harder than he usually had to. The pump would not allow him to physically put in anymore medicine. It was noted that the cause was most likely an airlock that we will be address on (B)(6) 2024 during the patient appointment.